Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0x3ln, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The patient was implanted for bowel dysfunction and gastrointestinal issues. The consumer reported that there was device erosion. The device did not rupture the skin; the patient just noticed that the implantable neurostimulator had moved closer to the surface of her skin. No interventions were taken to resolve this. The patient notified her health care provider and was going to take care of this at her post-op appointment. The patient also had a loss of therapy. She had an accident for the first time since the trial and could not make it to the bathroom in time. The patient did not feel stimulation. Therapy was confirmed to be on. Amplitude was increased and then the patient felt stimulation in the bicycle seat area. Change in therapy/ symptoms were reportedly sudden.